Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2024, it was reported by a sales representative via email that the button from an ar-2290 proximal tenodesis implant system broke off the inserter shaft before it was inserted into the canal. The broken piece of button inserter was stuck in button, so it could not be implanted. This was discovered during a proximal biceps tenodesis procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information received on 10/17/2024: as the surgeon was about to insert the button into his drill hole, the inserter broke off. The inserter tip broke off inside the button before the stylet was removed from the back of the inserter. The button could not be reloaded because the inserter piece was stuck inside it. Everything was successfully removed from inside the patient. The case was completed using a new ar-2290 proximal tenodesis implant system. Ten extra minutes were added to the case; however, additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.